Event description:
Allergan sales rep reported on behalf of the physician: a lap-band system was removed due to an erosion. No info as to how and when the erosion was first noticed was available. The pt had co-morbidities of back ache, and gastritis.

Manufacturer narrative:
Taper ii. (B) (4). Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."